Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): pump did not flow / was found leaking. Drug perfused and concentration: 5fu.

Manufacturer narrative:
(B)(4). We received 4 used and half filled easypump ii lt 100-200-s without packaging. The received samples were subjected to a visual examination. Damages which could lead to leaks were not detected. In as-received condition the white clamps were closed. The original wing caps were still at the patient connector. Additionally a functional test respectively a leak test was carried out. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone) at the 4 samples. Furthermore, we detected residues of fluid respectively crystallized drug residues inside the lla-cone of the patient connector at the 4 samples. After filling the pump up to the nominal value ((B)(4)), removing the original wing cap and opening the white clamp solution was running at the 4 samples. However we detected a leak at the flow restrictor (at the patient side, see picture) at one sample. At 3 samples we detected no leaks. One received sample is not within our specifications. Furthermore we tested the flow rate of the 3 samples. (B)(4). We checked sap of the easypump ii product code 4540036 (lt 100-200-s), batch no. 2d2828es11 and manufacturing date on: 04/28/2012. The result showed that: leak test sampling using sterile water both in-process inspection before sterilization and final inspection process after sterilization, found no defect of leakage in these processes. (B)(4). The production process performed as the manufacturing process instruction. There is no any deviate during production process. So, we confirmed that this lot was produced to product specification. No specific conclusion can be drawn.